Event description:
It was reported that during testing, a pump alarmed for an upstream occlusion was present. The device was programmed to deliver at a rate of 999 ml/hr at 62 degrees fahrenheit. The pump alarmed for 3 upstream occlusion alarms within 2.5 hours and there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The evaluation could not reproduce a false upstream occlusion alarm. The device was tested for 24 hours with no occurrence of an upstream occlusion alarm. An upstream occlusion test was performed per the spectrum preventive maintenance procedure and the device was found to deliver within specification. The pump also passed additional upstream occlusion tests. Review of the device history log shows that the pump alarmed for an upstream occlusion multiple times, however no malfunction could be identified.